Event description:
The manufacturer received information alleging that the lid of a dreamstation device does not seal and is broken. Additionally, the reporter alleges harms of worsening leg wounds due to edema which are now infected and elevated blood pressure for which interventions included medication and wound clinic referral. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed